Event description:
Dealer called on (B)(6) 2012 to request an ra for parts. On (B)(6) 2012 the dealer called to request info on the parts returned and at that time indicated that the end user had sustained an abrasion injury from use of their power wheelchair. The end user incurred an abrasion that became infected, resulting in a 3 day hospital stay. The front rigging (footrests) on the chair were removed/left off of the unit.

Manufacturer narrative:
The manual for the product specifies to "install footrest/elevating legrest and armrests before operating".